Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the reservoir had air bubbles. The insulin pump passed the high pressure test and no leaks were delivered. The blood glucose reading was 320 mg/dl. The reservoir was not replaced or returned.